Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to perpetual rebooting. An internal visual inspection was performed and passed. The log was not downloaded because receiver is perpetually rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.